Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated, that the folate control values, run on the architect analyzer, shifted downward. The customer is using folate reagent lot 55920jn00. There is no impact to patient management reported.